Event description:
Nurse was setting up IV line to infuse chemotherapy meds. As nurse was removing secondary set from package, it was observed that secondary set had no male connector - i.e. The connector used to connect to primary set.another secondary set was obtained and infusion was correctly set up. No adverse patient event.